Event description:
Procedure performed: cholecystectomy. Event description: dott. [Name redacted] during the procedure of cholecystectomy open the clip applier ref ca500 to close the cystic duct: the first clip was loaded on the jaws correctly but when released to close the duct the clip wasn't closed correctly. Thetwo end tips wasn't aligned but they were crossed and cannot close the duct properly. The surgeon tried to apply other clips but during the preloading other 3 clips fall down from jaws. Subsequently they collect them with a grasper. No damages seen on the patient. They open a second epix clip applier that works correctly (same lot). Information received from applied medical representative via email on 13jul23: the clips scissored. Trocar adv fix 12x100mm was used. A clip did not properly seat into the jaws, the first clip fall directly in the abdomen. It is not known if pressure was applied to the trigger while moving through the trocar (they have been using our device since 5 years, so they are used to apply the right pressure. Our clip applier is used also for cholangiography closing only partially the clip to insert the catheter. The head surgeon is [doctor's name redacted]). A clip was not loaded into the jaws prior to the device¿s insertion/removal through the trocar, they load the clip inside the abdomen once passed through the trocar. The customer squeeze partially the trigger and the clip wasn¿t loaded resting on the jaw but slipped away falling down. Probably she didn¿t squeeze fully the trigger to rest the device but decided to change the clip applier. The clips fell down and were grabbed in the abdomen by a grasper, the feeder was exposed. Not known if the device was actuated and reset. They changed the clip applier. Information received from applied medical representative via email 14jul23: a dry fire was not noticed, the surgeon didn't pull the trigger before. Information received from applied medical representative via email 28aug23: event happened on 10 july 2023. Information received from user complaint form on 1aug23: translation: clip applier is used for gallbladder surgery in order to isolate artery and cystic duct. During performance of cholecystectomy surgery , it was necessary to operate the knob of the clipping machine several times but the clip came out crooked . There were no consequences for the patient. The surgery time was not prolonged . By operating the knob again, the clips came out even and there was no required replacement of the device. Event date: 10/07/2023. Patient status: no patient injury. Intervention: device replacement.

Manufacturer narrative:
The event unit returned to applied medical for evaluation. Functional testing was performed on the event unit, where the clips closed properly. The complainant¿s experience could not be replicated or confirmed as the unit passed relevant functional testing and no visible non-conformances were observed. Applied medical has reviewed the details surrounding the event and related products and is unable to determine the cause of the reported event based on the evaluation of the returned unit. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level.

Event description:
Procedure performed: cholecystectomy. Event description: dott. [Name redacted] during the procedure of cholecystectomy open the clip applier ref ca500 to close the cystic duct: the first clip was loaded on the jaws correctly but when released to close the duct the clip wasn't closed correctly. Thetwo end tips wasn't aligned but they were crossed and cannot close the duct properly. The surgeon tried to apply other clips but during the preloading other 3 clips fall down from jaws. Subsequently they collect them with a grasper. No damages seen on the patient. They open a second epix clip applier that works correctly (same lot). Information received from applied medical representative via email 13jul23: the clips scissored. Trocar adv fix 12x100mm was used. A clip did not properly seat into the jaws, the first clip fall directly in the abdomen. It is not known if pressure was applied to the trigger while moving through the trocar (they have been using our device since 5 years, so they are used to apply the right pressure. Our clip applier is used also for cholangiography closing only partially the clip to insert the catheter. The head surgeon is [doctor's name redacted]). A clip was not loaded into the jaws prior to the device¿s insertion/removal through the trocar, they load the clip inside the abdomen once passed through the trocar. The customer squeeze partially the trigger and the clip wasn¿t loaded resting on the jaw but slipped away falling down. Probably she didn¿t squeeze fully the trigger to rest the device but decided to change the clip applier. The clips fell down and were grabbed in the abdomen by a grasper, the feeder was exposed. Not known if the device was actuated and reset. They changed the clip applier. Information received from applied medical representative via email 14jul23: a dry fire was not noticed, the surgeon didn't pull the trigger before. Patient status: no patient injury intervention: device replacement.

Manufacturer narrative:
The event unit is anticipated to return to applied medical for evaluation. A follow up report will be provided following the completion of the investigation.